Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a proximal femoral nail antirotation blade. The patient underwent surgery on (B)(6) 2008 to treat a subtrochanteric fracture with a pfna device. At an unknown time postoperatively, the pfna blade slid off the column and could be felt under the skin. The surgeon removed the blade on (B)(6) 2012. The nail remains implanted. It was reported that the fracture is not healed, described as a non-union.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The measurable dimensions were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation has shown that the implant had signs of wear and the function was tested and seems to be working. An event date was incorrectly reported on the initial report. The event date is unknown.